Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Patient¿s blood glucose at time of incident: 60 mg/dl. Patient's current bg: 338 mg/dl. Customer's first high blood glucose reading was 309 mg/dl. Customer reported that she plays volleyball and that she doesn¿t wear pump when she plays and that in the middle of the night she was low and one time she was 40 mg/dl. . Customer reported that they have not contacted their hcp regarding the high bgs. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Insulin pump is not expected to return for analysis.